Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced an unexplained alarm. The alarm was resolved when the pt's spouse moved the white power lead on the system controller. The controller was exchanged and there were no further alarms.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed during the analysis. The yellow, brown, and red/white inner conductors of the black power lead were found to be compromised. Both the brown (battery gauge line) and yellow (alarm out) inner conductors can cause an atypical alarm when compromised. The brown inner conductor is the battery gauge line, and when interrupted it may also resulting a power cable disconnect alarm. The yellow (alarm out) is responsible for signaling the power base unit (pbu) or power module to alarm when the controller does. This line being interrupted may result in false alarms from the pbu or power module. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.